Manufacturer narrative:
Additional manufacturer narrative: customer report of "leaflet was ruptured" was confirmed. Report of regurgitation was visually confirmed due to leaflet tears. Report of calcification was not confirmed. Non-calcific tissue degeneration is one of the common chronic failure modes for this type of bioprosthesis. The underline mechanism is still not fully understood. The operational mechanical stress and patient biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Corrected data: correction on follow-up number 2 for product evaluation and root cause. An observational evaluation was performed. Multiple leaflet tissue tears are evident on the returned valve. The tear on left coronary cusp (lc) near lc/rc commissure is approximately 10 mm in length. The tears on lc and nc near lc/nc commissure are approximately 8 mm in length. The tears apparently resulted in leaflet prolapse in air. The leaflet tissue tears appear to be chronic in nature with minor tissue degeneration. The tissue at the tear area appears to be slightly thickened and becomes opaque. There is mild to moderate host fibrous (pannus) tissue growth on the inflow and outflow sides of the valve. No appreciable leaflet tissue calcification was detected by x-ray imaging. These findings suggest the valve was undergoing non-calcific tissue degeneration. The leaflet tissue tears are severe enough to cause the reported severe mitral insufficiency in vivo. Non-calcific tissue degeneration is one of the common chronic failure modes for this type of bioprosthesis. The underline mechanism is still not fully understood. The operational mechanical stress and patient biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration.

Manufacturer narrative:
Five color images were provided and reviewed. One image showed the valve at the inflow aspect, and four images showed the biokit packaging. Heavy host tissue was observed around the sewing ring on the inflow aspect. A small gap was observed between two of the leaflets. However it is unable to be determined through image if there is a leaflet tear, or if the leaflets are in the open position. Customer report of leaflet rupture, imperfect coaptation, left atrium enlarged, and perivalvular leak could not be confirmed through visual observations. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification the root cause for the calcification, pvl, tear, and inadequate coapation and remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a patient with a 25mm mitral porcine valve, implanted six (6) years, one (1) month, was admitted to the hospital. Ultrasound showed that the blood speed was increasing, and there was severely imperfect coaptation of the mitral valve. The left atrium was enlarged. The leaflet was ruptured and perivalvular leak occurred. The valve was explanted approximately one month later. During the operation, the mitral leaflet was found to be thickened with calcification and there was tear. Therefore the valve could not close properly. The valve was explanted and replaced with a 25mm mechanical valve. The patient¿s tricuspid valve was also repaired with a 30 mm annuloplasty ring due to the valve not closing properly. There were no complications during the operation. However, considering the patient¿s heart was large, and operation time was long, there was myocardial edema and heart block. Therefore, a pacemaker was implanted. This female patient has a history of rheumatic valvular heart disease, mitral stenosis, and incomplete coaptation of native valve.

Manufacturer narrative:
Device evaluated by manufacturer: the subject device was returned and evaluated. Report of "leaflet was ruptured" was confirmed. Report of "perivalvular leak" could not be confirmed through visual examination. Left coronary leaflet had an 12mm tear near the right-left coronary attachment site. Left coronary leaflet also had another tear, 8mm, near the left-non coronary attachment site. Non-coronary leaflet had an 7mm tear near the left-non coronary attachment site. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on the right and left coronary leaflets at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on the right and non-coronary leaflets at the inflow aspect. Host tissue on the stent circumference was heavy at both inflow and outflow aspects. Additional manufacturer narrative: the main failure mode of this device is due to host tissue/pannus formation. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.